Event description:
Diabetic began using this lot of syringes in april, 2005. She takes 5-6 shots of insulin per day. With the use of these syringes, diabetic's blood sugar was poorly controlled and she had developed bruises where the shots were given. The insulin bottle became clouded with material floating in it. Two new insulin bottles were used over the next two days and they also became cloudy with material floating in them. The family realized that the syringes from the lot expressed an oily fluid when the plunger was depressed. Use of syringes from another manufacturer ended the bruising and erratic blood sugar levels. The distributor arranged return of defective syringes to distributor. The family contacted specialty medical supplies, importer/manufacturer of the syringes, regarding the replacement of the insulin that was contaminated by the syringes. The manufacturer agreed but failed to follow through with the reimbursement. Their last statement to the family was for the family to contact the plant in korea for reimbursement. Diabetic child does not appear to have suffered long-term injury.